Event description:
New information received notes that the patient presented remotely via merlin.net. No interventions were performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing. No changes or interventions were reported. The patient condition was not known.